Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges the device cuff would not inflate. Alleged malfunction reported as during use. No report of patient harm or consequence. No report of medical intervention.

Manufacturer narrative:
Qn#: (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A visual exam was performed and a hole was found on the cuff of the returned complaint sample. A 100% leak test is conducted at the manufacturing facility; thus, any defects such as this would be detected prior to release. The failure was detected during use, therefore, it is possible that the defect occurred during the intubation process , although this could not be confirmed. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges the device cuff would not inflate. Alleged malfunction reported as during use. No report of patient harm or consequence. No report of medical intervention.